Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they are having a problem connecting to the patient's implant. . Caller also mentioned the back of the communicator is supposed to be yellow when it is not charged and it will be green but it doesn't show at all but then confirmed later that the see a orange light when I charging. The caller stated it is so hard to see whether it is charged or not. Agent attempted to clarify if caller was referring to the handset or communicator, and caller stated the handset is fully charged and they confirmed they see 100% in their programmer. Agent walked caller through how to connect to the implant, and the caller was able to successfully connect. The caller then stated they are seeing a warning sign on the handset when they try to increase the stimulation. The agent asked the caller if they saw a maximum setting and the caller stated they were told by the representative that it went from 1 to 10. The agent reviewed the maximum settings, and the caller confirmed they were able to decre ase the stimulation to a comfortable level they said that at 6.4 the stimulation is comfortable, but they can not increase the stimulation more if they decrease the stimulation to 6.3 the warning icon disappears. The patient was redirected to their healthcare provider to further address the issue. The agent sent an email to the medtronic representative for further assistance.